Event description:
It has been reported to philips that the system did not emit x-rays. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system on-site and confirmed the reported issue. After reviewing the log file, the issue was caused by a defective fd power supply and fd detector. To resolve the reported issue, the fse replaced the fd power supply unit and the fd detector and return the part for further analysis, and the ps fd unit it confirmed, l1 led fails and f1 fuse blows unexpectedly and glycoshell coolant leaked into the detector. After the fse replaced the fd power supply unit and the fd detector, the system was returned to the user in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.